Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt has an unexpected outcome due to the lens rotated off-axis. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional info was requested on 04/18/2012 and 04/23/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).